Event description:
It was reported when the unit was being pulled from the ambulance that the operators thought that the undercarriage was locked; however, this was not the case and the unit dropped to the ground. It was reported that a medic suffered from a pinched hand due to this alleged incident. No adverse consequences were reported for the patient that was on the cot at the time.